Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
An ophthalmic surgeon reported that the vitrectomy probe had aspiration and actuation issues during a procedure. He was not sure if the aspiration was not functioning or not functioning poorly. The procedure was completed after reactivating the system and replacing the vitrectomy pack with another. The product sample was retained. No additional information is expected.

Manufacturer narrative:
The device history record (DHR) showed the product was released per specifications. The product sample was received. Upon visual inspection it was determined that adhesive from the manufacturing process was occluding a drive line on the probe, preventing actuation of the cutter to occur. The root cause of the customer's complaint is the occluded drive line which was related to an error during the manufacturing process. (B)(4).